Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station's database was corrupted. A technical support specialist verified the database and rebooted the station to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly displayed a database error message, preventing user log in to the station. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 20-apr-2022 to 19-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station's database was corrupted. A technical support specialist verified the database, fixed the issue and rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system unexpectedly displayed a database error message, preventing user log in to the station. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.